Event description:
While at home the pt experienced a short cracking sound, then they had no further impressions of sound. Whilst no fall has been reported, the pt was hit with the flat of the hand in the region of the implant. Telemetry measurements give the result of 'poor coupling to the implant'.